Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2016 with the following findings: investigation revealed two cracks in the battery compartment. In addition, a base crack was observed between the case seal and keypad. Unrelated to the original complaint, the returned battery cap had stripped threads; a test cap was used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment is cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.